Event description:
Customer reports the provue posted false negative results to three panel cells when an antibody identification test was done using 0.8% resolve panel a, and igg gel card. Customer states only one panel donor cell reacted positive when it was tested on the provue. Customer was unable to identify the patient's antibody based on the provue's results. Customer compared the print outs and the tested gel cards that the provue discarded and realized that cells 1,2,4 and 11 looked suspicious and further testing was performed. Customer expected these cells to be called positive or at least be flagged, but the provue called them negative. Customer repeated the antibody identification test by manual gel method using the same patient sample/reagents used on the provue with a 15 minutes incubation. Results obtained by this method indicated the patient had an anti-d (all other possible antibodies were ruled out). The patient was identified as having anti-d due to rhogam administration during prenatal care.

Manufacturer narrative:
On 06-03-15 an ocd field engineer (fe) arrived at the customer site and performed all camera adjustments. Fe made new reference image camera setting at 123. Performed temperature adjustment incubator 2 setting (36.5 adjusted to 37.3). Sample is question was not tested post adjustment. Customer ran qc and validated operation of provue. Customer modified results using the manual test. The investigation determined that the most likely root cause of this event was instrument related. No incorrect or erroneous results were reported as a result of this incident.